Event description:
The customer reported being in the hospital due to diabetes ketoacidosis. Initially the customer called and requested to know the type of insulin she uses. Explained that this information is not accessible to us. Troubleshooting was declined as customer only wants to know the type of insulin she uses. Advised the customer to remain on back up plan and call back to troubleshoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.